Event description:
Medtronic received information that during use of a dlp coronary artery ostial cannula, the customer reported that there was an obstruction on the metal handle of the device that prevented normal flow through it. The device was replaced to complete the procedure. There was no patient impact associated with this event. Medtronic received additional information that there was no noticeable damage to the cannula body or tip.

Manufacturer narrative:
Device evaluation summary: visual inspection shows no outward signs of any damage. Additional visual inspection under magnification shows evidence of some blockage in the tip of the device. During the cleaning process there was a reduced flow observed from the tip of the device. Reason for return was confirmed. Note: this regulatory report is being submitted as part of a retrospective review and remediation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.